Event description:
It was reported that an unspecified number of an unknown bd bd micro fine insulin needle experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: bd micro-fine ultra hypodermic insulin needles for pre-filled/reusable pen injector screw on (4mm/32gauge).

Manufacturer narrative:
H.6. Investigation summary no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. ( h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unknown bd micro fine insulin needle experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: bd micro-fine ultra hypodermic insulin needles for pre-filled/reusable pen injector screw on (4 mm / 32 gauge).